Event description:
Customer reports via phone that during an undetermined urology procedure, the computer failed, and fluoro failed. Staff completed the procedure using endoscopy. Customer provided no further information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Customer called service reporting that the computer would not connect to the table , but before service returned the call the customer called back saying to cancel the service call as the computer was working now. Product monitoring follow up; customer reported that the facility biomed found the power supply fan in the computer was failing and had replaced the computers power supply fan. The computer had not failed since and the unit is operating normally. Repaired by facility biomed.